Manufacturer narrative:
Investigation results were made available. Review of event description: information was retrieved from the national joint replacement registries on the allegretto unicompartmental knee in australia. 2035 primary surgeries happened between 2000 and 2015 where (B)(4) patients received an allegretto tibial component; possible catalog numbers range from 46223807 - 46224813. 404 patients were revised due to following reasons: loosening (158), progression of disease (129), infection (12), lysis (12), fracture(5) and other (88). Review of received data: - no medical data for the individual cases have been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - no product was returned. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification of the individual cases. DHR review: review of the device history records could not be performed due to missing product identification. Conclusion: no information on the individual cases have been received; therefore, an assessment of the individual cases could not be performed. Due to significant lack of information a detailed investigation on the individual cases could not be performed, nevertheless based on the received report there is no indication of a nonconformance or complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
The manufacturer received other source of documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
Information was retrieved from the (B)(6) registries on the allegretto unicompartmental knee in (B)(6). 2035 primary surgeries happened between 2000 and 2015 where 1713 patients received an allegretto tibial component, possible catalog numbers range from 46223807 - 46224813 - not specified. 404 patients were revised due to following reasons: loosening(158), progression of disease(129), infection (12), lysis (12), fracture(5) and other (88).